Manufacturer narrative:
According to the complainant the device will not be available for investigation. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dL (22mmol/L) while wearing the Pod between 4 and 24 hours. The adhesive completely separated from the infusion site on the abdomen, causing the cannula to dislodge. The patient also mentioned the event occurred while he was playing sports and the Pods fell off. There was no mention of treatment.